Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had blank display on the insulin pump. The customer also reported damage to the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was partially performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Case type = ngp customer returned device for an alleged blank display, cosmetic damage located at the side of reservoir compartment, battery compartment and serial number label found on (B)(6) 2022. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump powered up properly after battery installation. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:57:22.000 to (B)(6) 2022 23:04:04.000 ,(B)(6) 2022 12:24:19.000 to (B)(6) 2022 18:09:02.000, (B)(6) 2022 03:10:06.000, power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:20:32.000, (B)(6) 2022 21:18:09.000, (B)(6) 2022 18:08:09.000, (B)(6) 2022 09:14:17.000, (B)(6) 2022 09:14:29.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 202221:38:05.000, (B)(6) 2022 12:31:00.000, (B)(6) 20222 23:01:00.000, (B)(6) 2022 02:26:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:17:25.000 ,(B)(6) 2022 23:03:57.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 06:20:00.000, (B)(6) 2022 08:32:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 06:51:00.000, (B)(6) 2022 09:03:00.000, (B)(6) 2022 09:13:00.000. Device was cut open to perform visual inspection and found corrosion on the electrical board1 and 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The original electrical board 2 was cleaned, installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original electrical board 1 was cleaned, installed in a test electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The pump failed the sleep current measurement. The device had a high sleep current measurement due to corrosion on the electrical board 1. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Cosmetic damage was confirmed at the side of reservoir compartment, battery compartment and serial number label. Blank display was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the electrical board 1. During visual inspection, corrosion was found on the pelectrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were missing or damaged. Customer mentioned crack on the side of reservoir compartment and battery compartment. And also back of belt clip area where sn needs to be. The insulin pump was returned for analysis.